Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.

Event description:
Customer's mother reported customer received a reading of 101 mg/dl on her freestyle freedom lite blood glucose meter, which was higher than she felt. She further reported her daughter subsequently lost consciousness and was admitted to a local hospital. Additionally, it was reported that a result of 31 mg/dl was received at the hospital on an unk brand of meter. It is unk what diagnosis customer received or what treatment may have been rendered at the hospital. Multiple attempts have been made to gather additional information regarding this medical event without success. There was no report of death or permanent injury associated with this event.